Event description:
It was reported that after the pt was suctioned and placed back on ventilator, the pt looked as if he was in distress. The pt's mother noticed the ventilator was in the vent check mode. She look the pt off the ventilator and noticed that it was not ventilating. After turning the ventilator off and on, the pt was placed back on the ventilator. The ventilator was working fine. No pt harm reported.

Manufacturer narrative:
Na.